Event description:
It was reported that during a pneumonectomy procedure, when the suture was being dispensed, it was observed that the suture was frayed from the swage area. There were no adverse pt consequences or time delay.